Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing completely broke between pump and IV bag during blincyto infusion. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Corrected: health effect - impact code and component code. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. The spike on the returned sample was broken from the bag spike. The area of the break was examined, and cold form damage was found on the white plastic. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.